Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.